Manufacturer narrative:
Original report from customer cited explant/device removal. The device history record for the lot involved was reviewed and no issues observed. Product was manufactured, tested, and released per validated procedures. Further communication/interview with surgeon confirmed that during final steps of implantation, user may have nicked the tube during insertion. Valve was removed from the eye and replaced. No further complications were noted. Visual inspection of returned device confirmed the surgeon narrative that the tube was nicked.

Event description:
Hospital reported, "shunt tube in os, then ex planted due to tube possibly cut."